Event description:
It was reported that a pocket infection and erosion of the device occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d164awg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Analysis information: product ID# d164awg, the device was returned but analysis could not be performed due to legal restrictions. (B)(4).